Event description:
Routine investigation when a complaint was received that a higher blood glucose value of 242 mg/dl was received on customer's precision xtra glucose monitor vs. 115mg/dl when compared to customer's family member's glucose monitor. It was discovered during conversation with the customer, customer's meter was not properly calibrated. The readings obtained with the meter incorrectly calibrated, could have fallen into the "c" zone on the clark error grid, showing the values to be clinically significant. There was no report of medical intervention, death or serious injury.